Event description:
PICC line was placed 2/99 approx. 4 inches above the elbow in the left arm. On 3/3/ the pt's wife contacted distributor and indicated that the line was discovered to be broken. The catheter portion remaining at the arm was removed from the proximal end and the segment of the catheter was retrieved from the groin.

Event description:
PICC line was placed 2/99 approx. 4 inches above the elbow in the left arm. On 03/03/1999 the pt's wife contacted distributor and indicated that the line was discovered to be broken. The catheter portion remaining at the arm was removed from the proximal end and the segment of the catheter was retrieved from the groin.